Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for thrombectomy & atherectomy procedure using rotarex. During the rotarex procedure, catheter flushes with the 0.18 thread passed through its entire length, the device allegedly had a strange noise and stopped aspiration. The physician removed the catheter to perform a new flush in the system. Upon catheter removal crack was found and the blood was leaked. Another catheter was used to complete the procedure, and the patient was successfully treated. The patient is well and has already been discharged.

Event description:
On (B)(6) 2025, a patient underwent for thrombectomy and atherectomy procedure using rotarex. During the rotarex procedure, catheter flushes with the 0.18 thread passed through its entire length, the device allegedly had a strange noise and stopped aspiration. The physician removed the catheter to perform a new flush in the system. Upon catheter removal crack was found and the blood was leaked and melted were identified. Another catheter was used to complete the procedure, and the patient was successfully treated. The patient is well and has already been discharged.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and a physical investigation was performed on the catheter. During physical investigation a catheter was received. The tube of the catheter had a hole at 55 cm from the tip of the catheter. The test guide wire went through the catheter with slight resistance. Aspiration test was performed and lower aspiration level than nominal was achieved. A possible reason for the damage of the tube could be insufficient drainage flow through the catheter which leads to heat development inside the catheter. The increased heat stress in the catheter can melt the tube over the helix damaging it and preventing from further rotations. Therefore, the investigation could not be confirmed for the reported issue. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.